Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the physician found the dilator tip and body were cracked and not inserted. No patient harm. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. No definite signs of use were observed. Visual examination revealed that the dilator body was separated towards the proximal end. The separated portion (includes dilator hub) was not returned for analysis. The dilator length from the point of separation to the distal tip measured 20 7/8" which is within the specification limits of 20 7/8"-21 21 3/8" per the dilator graphic. The dilator outer diameter measured .1075" which is within the specification limits of .1070"-.1100" per the dilator extrusion graphic. The dilator inner diameter at the point of separation measured .044" which is within the specification limits of .040"-.046" per the dilator extrusion graphic. The instructions-for-use (IFU) provided with this kit instructs the user, "holding sheath in place, remove spring-wire guide and dilator". The dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a damaged dilator was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the dilator was separated towards the proximal end. The dilator passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. A CAPA has previously been initiated to further investigate this issue. The CAPA investigation indicates the probable root cause is design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found the dilator tip and body were cracked and not inserted. No patient harm. The device was replaced. The patient's condition is reported as fine.